Event description:
Our MDR - artifacts were reported after an unknown implantation time. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.